Event description:
Per notes patient pump was infusing slower than normal. 'Hhrn' stated the pump was malfunctioning and would stop multiple times during the infusion. Dose was completed, no drug lost patient did not experience an ade, just a longer infusion. Curlin 6000 cms, curlin pump, moog, serial number: (B)(6), exp date [pump maintenance due date) 7/1/2023. Reported to cvs/caremark by pt/caregiver.